Event description:
Reporter stated that customer received the following results on the mobile system within 5 minutes: 30 mmol/l, hi (result > 33.3 mmol/l) and 4.0 mmol/l. Customer had unspecified hypoglycemic symptoms at the time of the results of 30 mmol/l and hi. The customer self treated with food prior to obtaining the 4.0 mmol/l result. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The complained cassette was returned empty. Therefore, no strips were available to investigate.